Event description:
It was reported that the pump touchscreen was unresponsive on multiple occasions. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support it was confirmed that the pump was reset on each occasion to resolve the issue, and the customer continued to use the pump for insulin therapy.